Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) remotely accessed the station, ran the background services and found that the maintenance service was disabled. Then the tss restarted the service and the customer confirmed that the patients were appearing and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients were not crossing over to station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.